Manufacturer narrative:
The investigation for delivery issue has been completed. The device was not returned for evaluation nor were data logs provided for review. Therefore, the root cause of the delivery issue was most likely patient condition related since the cp was unable to pass through a patients right illiac artey.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Event description:
It was reported that implantation of an impella cp could not be completed due to the patient's anatomy. The catheter could not pass the right iliac. The patient survived.